Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and the first episode of arthralgia ("hip pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia (seriousness criteria hospitalization and medically significant), back pain ("back pain/ low back pain"), migraine ("bad migraines"), the second episode of arthralgia ("hip pain radiates down the leg, pain has gotten much worse, comparable to contractions like labor, could not stand or sit for too long"), pain ("rediates into feet"), hypoaesthesia ("completely loose feeling"), insomnia ("cant sleep at night"), loss of personal independence in daily activities ("I cannot do anything I used to be able to do") and headache ("headaches"). The patient was treated with surgery (on or about (B)(6) 2016, plaintiff underwent hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, the last episode of arthralgia, pain, hypoaesthesia, insomnia, loss of personal independence in daily activities and headache outcome was unknown and the back pain had not resolved. The reporter considered back pain, headache, hypoaesthesia, insomnia, loss of personal independence in daily activities, migraine, pain, pelvic pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case classification updated to potential legal event pelvic pain and headaches was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain (pelvic) (constant, severe)") and arthralgia ("hip pain / hip pain radiates down the leg, pain has gotten much worse, comparable to contractions like labor, could not stand or sit for too long") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2005), attention deficit/hyperactivity disorder and vaginal delivery. Previously administered products included for birth control: depo provera from 2005 to 2006 and oral contraceptive nos from 2001 to 2005; for an unreported indication: hydrocodone, ibuprofen, imitrex and topomax. Past adverse reactions to the above products included adverse drug reaction with depo provera and oral contraceptive nos. Concomitant products included hexabrix. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion hospitalization), back pain ("back pain/ low back pain, pain (lower back) (constant, severe)"), migraine ("bad migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gastrointestingal or digestive system condition (gerd), acid reflux"), fatigue ("fatigue"), abdominal distension ("bloatedness"), weight fluctuation ("weight gain and loss") and pain in extremity ("pain in foot / rediates into feet"). In (B)(6) 2016, the patient experienced myalgia ("muscle pain all the way up her back, under shoulder blades, neck"). On an unknown date, the patient experienced hypoaesthesia ("completely loose feeling"), insomnia ("cant sleep at night") and loss of personal independence in daily activities ("I cannot do anything I used to be able to do"). The patient was treated with marvelon (kariva) and surgery (on or about (B)(6) 2016, plaintiff underwent hysterectomy ( full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, back pain and pain in extremity had resolved and the migraine, hypoaesthesia, insomnia, loss of personal independence in daily activities, headache, gastrooesophageal reflux disease, fatigue, abdominal distension, weight fluctuation and myalgia outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, insomnia, loss of personal independence in daily activities, migraine, myalgia, pain in extremity, pelvic pain and weight fluctuation to be related to essure (ess205). The reporter commented: on (B)(6) 2016, during removal surgery, the essure coils appeared normal and were in the appropriate location inside the fallopian tubes. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media: myalgia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication updated, treatment drugs, concomitant drugs, new events gastrooesophageal reflux disease, fatigue, abdominal distension, weight increased, weight decreased and pain in extremity added.outcome for the event pelvic pain added as recovered / resolved, for events back pain, arthralgia and pain in extremity added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.